Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation test during performance verification. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the device by the field service engineer (fse) the customer's complaint was confirmed. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. The device is to be collected and sent to UK bench for investigation & repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.